Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The insulin pump was received with a cracked case at the display window corners and cracked battery tube threads.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that it is impossible to switch off the insulin pump. No further information added.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.